Event description:
It was reported that the patient's system was auto reducing. Surgical intervention took place where the lead was explanted to replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.